Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted multiple loss of prime in the past month. The reporter stated that the patient was admitted to the hospital for 24 hours for cyclical vomiting disorder with blood glucose (bg) levels of 500 mg/dl with ketones. Customer support reviewed the history and the alarm history showed only low cartridge and low battery alarms. The reporter refused to troubleshoot the issue and stated that the problem continued to occur. The reporter confirmed that there was no damage to the pump. The pump is being returned. This report is being made due to the possibility that the use of an insulin pump may have contributed to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: a review of the black box shows evidence of loss of prime warnings. A review of the pump histories shows that the last bolus delivery occurred on (B)(6) 2012, at 06:42 and the last basal delivery occurred on (B)(6) 2012, at 11:38. The pump was exercised for 29 hours with no delivery issues. No errors, warnings, or alarms occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.